Event description:
Per the clinic, the device was electively explanted (specific date not reported) in order for the patient to undergo MRI scans. The patient was reimplanted with another cochlear device on (B)(6) 2022.